Event description:
On (B)(6) 2012 the lay user/reporter in the (B)(6), the patient's wife, contacted lifescan to report the one touch ultraeasy meter was giving the 'apply sample' icon during testing. The technical support representative (tsr) contacted the patient/reporter to obtain and verify information; however was unable to reach him by telephone. The (B)(4) classified the complaint based on the information provided to customer service. The patient's wife reported that for two days, the patient obtained the "apply sample" icon only during testing; he was unable to obtain a blood glucose reading. On (B)(6) 2012 the patient experienced the symptoms of 'dehydration'; specific symptoms not provided. The patient has severe dementia and had left his house earlier that day, and had been returned home by police exhausted. The patient's wife tested him with her meter, and obtained a blood glucose reading of 17.0 mmol/l (306 mg/dl). Emergency services were contacted, and paramedics treated the patient intravenously with fluids. The patient was transported and admitted to the hospital. It would have been helpful to determine if the patient's blood glucose level was tested using any other device during this time period, his blood glucose readings, his expected readings, his diabetes medication regimen, his blood glucose readings and insulin doses taken prior to this event, his blood glucose level as tested by the paramedics, and his admitting diagnosis. Troubleshooting revealed the patient's testing technique and test strips were correct, and the test strips correctly drew in the blood sample. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after he was unable to test his blood glucose level for two days due to the meter issue, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.